Manufacturer narrative:
Functional analysis was performed, and the product investigation lab (pil) technician verified that the device passed pressure accuracy testing. The technician could not duplicate proximal pressure failure from the service as the suspect data acquisition (da) printed circuit board assembly (pcba) operated on the standard test bed (stb) without any issues. The suspect da pcba passed pressure accuracy testing as noted in the current revision of service manual. No fault was found.

Event description:
Philips received a complaint by the medical examiner (me) on the v60 indicating that a proximal sensor autozero failure alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with the same model. There was no reported delay in therapy or medical intervention. The medical examiner (me) called technical support to report that a proximal sensor autozero failure alarm error occurred during use on a patient. The investigation is ongoing.

Manufacturer narrative:
A service quote for repair was sent to the customer for approval, and the customer accepted. The manufacturer's product support engineer (pse) evaluated the device, and while the reported issue could not be duplicated after a test run, the pse confirmed that the 110a error code was logged in the event log. The pse therefore replaced the data acquisition (da) printed circuit board assembly (pcba) for preventive measures, cleaned the device, performed functional testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.